Event description:
It was reported to philips that the system gave an alert indicating the x-ray was not possible. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and identified that a red led indicated on the detector. Upon troubleshooting fse found that worn cooling hose clamps had caused coolant to leak onto the flat detector leading to detector failure. A review of system log files indicated that the system failed to generate x ray due to an fd controller error. The fse replaced the flat detector, along with the couplings and clamps of the cooling hoses, to resolve the issue. The defective flat detector was returned for analysis, and result indicated the presence of liquid inside the detector. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.